Manufacturer narrative:
Concomitant medical product: product ID: (B)(6) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead perforated the patient¿s heart post implant. The leads were repositioned and remains in use. No further patient complications have been reported as a result of this event.